Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.

Event description:
It was reported that the device was removed because the stimulation did not feel the same as it did when she first had the system put in. She had taken a fall prior to the change in stimulation feeling. The pt was reportedly doing well following system removal.